Event description:
Legal counsel for patient reports that patient underwent total left hip arthroplasty on (B)(6) 2010 and that a subsequent revision procedure occurred on (B)(6) 2011 due to patient allegations of elevated metal ion levels, pain, inflammation, difficulty walking, sitting, and standing. No further information has been provided to date. This report is based on patient allegations and the allegations are currently unknown and unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-04233 / 04235).